Event description:
The reporter states a lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The reporter did not provide the lot number of the device. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).